Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received gablofen (unknown concentration and dose) in an implantable pump for intractable spasticity. The patient medical history and concomitant medications were unable to be obtained. The hcp had significant concerns that the pump was not working. The patient experienced worsening spasms over the last month (unknown date in (B)(6) 2019). The patient was currently in an outpatient setting. A dye study was planned for (B)(6) 2019. There were no known environmental/external patient factors that may have led or contributed to the issue. The hcp had performed other troubleshooting steps with the pump that had thus far been unrevealing. The issue was considered ongoing. The patient status was indicated to be alive with no injury. No further information was provided.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the catheter was clear and everything looked great with the system. The cause of the spasms was not determined, but the hcp believed it was psychosomatic. The hcp had exhausted all option. She increased the pump by 10% the day of the catheter dye study. The device remained implanted. There were no further complications reported at this time.